Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Event description:
Following an atrial fibrillation ablation procedure, the patient experienced a stroke the following night. There were no performance issues with any of the abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The log files from the tactisys quartz system were analyzed. The log files indicate the tacticath catheter was used for approximately 136 minutes. The tc2 temperature value indicated the catheter was inserted into the patient after 1 minute. The optical fibers met specifications for cavity distance, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stroke remains unknown.

Event description:
Following an atrial fibrillation ablation procedure, the patient experienced a stroke the following night. During the ablation procedure, an impedance rise occurred during a couple rf sessions. The patient experienced aphasia, a computed tomography angiography (cta) was done and the patient was transferred to the neurology department. There were no performance issues with any of the abbott devices. A transesophageal echo (tee) had been done prior to the procedure to rule out thrombosis. The patient was on coumadin prior to the procedure.